Event description:
On (B)(6) 2010, pt had an ultrasound which describes a retained drain fragment in the right thyroid bed -previous surgical sight-. Pt had original surgery on (B)(6) 2009 for removal of thyroid nodule with placement of jackson pratt drain. Drain removed without difficulty on (B)(6) 2009. Root cause analysis conducted and unable to determine if root cause was device malfunction or integrity compromise. Dates of use: (B)(6) 2009 - (B)(6) 2009. Diagnosis or reason for use: post-operative fluid drainage.